Event description:
Serious injury involving one person. Pt inserted new contact lenses on sunday, 4/27/97, and continued to wear them while she slept that night. Monday, 4/28/7, her right eye was red and sore. She removed lenses, cleaned & disinfected them overnight. But did not wear them the next day, tuesday. Wednesday morning, 4/30/97, her eyes were swollen shut she reported no vision in right eye and contacted her family practitioner who administered eye drops and referred her to a specialist. Pt visited dr thursday, 5/1/97, who diagnosed corneal ulcer, prescribed ciloxan to be administered every hr, and advised her to wear her spectacles. Lens model/water content: focus visitint/55%; lot:#6710054; eye involved: right; number days lens worn: 1; last visit to dr prior to symptoms: na; lens care system used; chemical; disinfection system used; renu; was homemade saline used; no; days lens worn between cleaning and disinfecting: 1; days between cleaning and symptoms: 1; days between symptoms and calling dr: 2; self-treatment by pt; none; hand washing before lens manipulation: yes; ulcer location: central visual acuity before symptoms; visual acuity after symptoms: 20/50 w/lens results of culture: none taken; results of corneal biopsy and/or scrapings: none taken; treatment administered; ciloxan.